Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer reloaded same cartridge and insulin delivery was resumed. Customer's blood glucose was 144 mg/dl.